Event description:
Report received from (B)(6) stating that the dura guard was damaged and a pin had fallen out. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The reported condition was confirmed during product evaluation. The device was therefore repaired, and passed final acceptance criteria. Should additional information be provided, a follow up medwatch will be submitted. (B)(4).